Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer current blood glucose level was 49 mg/dl. Customer current blood glucose level was 310 mg/dl. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer had symptoms of low blood glucose like shaking, sweating, mental confusion, inability to follow simple commands. Customer had blood glucose of 310 mg/dl, the sensor glucose value was 180 mg/dl. Customer gave a bolus, because of the value 310 mg/dl. Customer thought he gave to much, because he constantly fell down with the blood glucose value till 49 mg/dl. The sensor glucose value showed 90 mg/dl and displacement verification test was ok. The device will not be returned for analysis.